Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea. Customer was treated with manual injection. Customer reported that the insulin pump had received no delivery alarm. Customer was reporting a past event. Customer also reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by changing complete set. Customer did allege insulin pump was under delivery. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was performed displacement test and the test results was passed. Customer stated that the cannula was bent. Customer's troubleshoot was performed. The insulin pump will not be returned for analysis.